Event description:
During a gastric bypass surgery the physician was using an ethicon stapler. The anvil became disconnected with the stapler and became lodged in the upper esophagus. After several attempts at removal through the mouth it was decided that an incision would be made in the neck and removal of the anvil that way. The MFR was called in to accept the stapler and the device for evaluation.